Manufacturer narrative:
B5: the reporter indicated a 20 degree misalignment had led to the surprise refraction. Doctor decided to re-align lens. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -04.00/+4.0/065 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The patient experienced a refractive surprise and blurred vision. The lens remained implanted. The cause of the event was unknown.